Event description:
On 10/29/09, (B) (4) distributor stated patient fell out of bed and the equipment did not alarm. Patient may have sustained head injury.

Manufacturer narrative:
Risk manager, (B) (4), is keeping possession of suspected units, therefore an evaluation cannot be performed.